Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01. 100miu/ml hcg urine lot: hcg100513-01. 212.2iu/ml hcg urine lot: hcg110124-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 212.2iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported negative urine hcg test results on clearview hcg combo test vs. Blood test. Caller reports patient testing negative on lateral flow hcg with afternoon urine. Patient believed they may be pregnant and obtained positive blood test result. Test method and specific result not available by caller.